Event description:
A malfunction was reported on the pump with no notable events occurring prior. The customer's blood glucose level was reported to be at 400 mg/dl. Technical support assisted the customer in resetting the pump, after which the malfunction did not recur. Customer was instructed to continue using the pump and to call back if any issues returned, and they acknowledged this guidance.